Event description:
Customer states the volume is not reaching the minimum draw for the correct blood to citrate ratio.

Manufacturer narrative:
Complaint (B)(4). A dat of the event could not be obtained from the customer. Samples were only recently received and the evaluation is still ongoing. As soon as the investigation of the event is completed a supplemental report will be filed.

Manufacturer narrative:
Received 100pcs 454322/b210633m for evaluation. No customer pictures were provided. A check of production and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.